Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: there was "blood leakage inside the collection adaptor (customer uses tubes from greiner and bd's perforation devices). There was no exposure to blood."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: short description: from: blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. To: blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip and non patient needle separation from the holder luer/adaptor/hub b.5. Describe the event or problem: it was reported when using the bd vacutainer® safety-lok¿ blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip and non patient needle separation from the holder luer/adaptor/hub. The following information was provided by the initial reporter. The customer stated: there was "blood leakage inside the collection adaptor (customer uses tubes from greiner and bd's perforation devices). There was no exposure to blood." Additional information received: the customer reported leakage inside the collection adaptor, but has also reported issues at the time of fitting the wingset into the adaptor, because several of them break. In the video provided, it's possible to observe spin out event, and therefore "separates" has been included as an issue for further evaluation. H.6. Investigation summary: bd had not received samples or photos from the customer for investigation. The video provided was not 23g (367256) but 21g. The video was the same one for (B)(4). The video showed spin out when 4th greiner blood tube was inserted. We were unable to identify the type of holder used or see if thread was damaged or not. We were unable to determine the reported blood leakage. 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed, as all samples met specifications. No abnormalities were found in the appearance or water sampling test of our retained samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip and non patient needle separation from the holder luer/adaptor/hub. The following information was provided by the initial reporter. The customer stated: there was "blood leakage inside the collection adaptor (customer uses tubes from greiner and bd's perforation devices). There was no exposure to blood." Additional information received: the customer reported leakage inside the collection adaptor, but has also reported issues at the time of fitting the wingset into the adaptor, because several of them break. In the video provided, it's possible to observe spin out event, and therefore "separates" has been included as an issue for further evaluation.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/31/2022. H.6. Investigation: bd received 5 samples from the customer for investigation. All samples were evaluated by visual examination and functional testing and the indicated failure modes for with the incident lot was not observed. The video provided was not 23g (367256) but 21g. The video showed spin out when 4th greiner blood tube was inserted. We were unable to identify the type of holder used or see if thread was damaged or not. We were unable to determine the reported blood leakage. 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed, as all samples met specifications. No abnormalities were found in the appearance or water sampling test of our retained samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes. Bd was not able to identify a root cause for the indicated failure modes.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip and non patient needle separation from the holder luer/adaptor/hub. The following information was provided by the initial reporter. The customer stated: there was "blood leakage inside the collection adaptor (customer uses tubes from greiner and bd's perforation devices). There was no exposure to blood." Additional information received: the customer reported leakage inside the collection adaptor, but has also reported issues at the time of fitting the wingset into the adaptor, because several of them break. In the video provided, it's possible to observe spin out event, and therefore "separates" has been included as an issue for further evaluation.